Event description:
The lay user/pt contacted lifescan alleging that the onetouch ultralink meter had cloudy display, which was unresolved with troubleshooting. There were no allegations of harm or injury.